Event description:
It was reported that the pump was always reading air in line. No patient injury was reported.

Manufacturer narrative:
One pump received at the investigation site in good physical condition. False air in line message was duplicated during functional test. Corrective action included replacing the air detector sensor. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The root cause was unable to be determined. Operator of device is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).